Manufacturer narrative:
A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing records of products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. One retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test result indicated a value well within product specifications. The returned complaint device was sent to an external laboratory for macroscopic and sem examination. The investigation is still on-going. A follow-up report will be sent upon completion of the investigation.

Event description:
During an aortic dissection performed on (B)(6) 2016, the graft was used for axillary cannulation. It was reported that blood leaking occured at several parts of the graft. No adverse outcome for the patient was reported.